Event description:
Type of procedure performed: prostatektomie when the retrieval bag emerged from the insertion aid and the bag was subsequently unrolled, the user noticed that there was a foreign body, defined as dark hair, on the bag. It was possible to prevent the supposed hair from becoming detached from the pouch and so there was no direct contact with the patient's body. It could be removed from the patient's abdomen together with the retrieval bag. Patient status: no harm to patient. Type of intervention: retrieval of the pm.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of a hair on the tip of the formed tube. Based on the condition of the returned unit and the description of the event, the hair found on the event unit originated from an operator during the manufacturing process. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: prostatektomie. When the retrieval bag emerged from the insertion aid and the bag was subsequently unrolled, the user noticed that there was a foreign body, defined as dark hair, on the bag. It was possible to prevent the supposed hair from becoming detached from the pouch and so there was no direct contact with the patient's body. It could be removed from the patient's abdomen together with the retrieval bag. Patient status: no harm to patient. Type of intervention: retrieval of the pm.